Manufacturer narrative:
Correction to the initial MDR in block h6.

Event description:
It was reported that the patient experienced difficulty charging the implantable pulse generator (ipg). Additionally, the patient reported pain located just above the ipg. The patient underwent an ipg replacement procedure wherein a non-rechargeable ipg was implanted. The explanted ipg was discarded by the medical facility. Additional information was received that the patient was doing well postoperatively.

Event description:
It was reported that the patient experienced difficulty charging the implantable pulse generator (ipg). Additionally, the patient reported pain located just above the ipg. The patient underwent an ipg replacement procedure wherein a non-rechargeable ipg was implanted. The explanted ipg was discarded by the medical facility. Additional information was received that the patient was doing well postoperatively.

Event description:
It was reported that the patient experienced difficulty charging the implantable pulse generator (ipg). Additionally, the patient reported pain located just above the ipg. The patient underwent an ipg replacement procedure wherein a non-rechargeable ipg was implanted. The explanted ipg was discarded by the medical facility.